Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been procedural technique as collagen deposition may have occurred due to re-insertion of the device or failure to maintain tension on the suture during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during hemostasis procedure, the collagen slipped into the artery, resulting in vessel occlusion. Percutaneous peripheral intervention (ppi) was performed with a stent to press the collagen against the vessel wall at the puncture site to achieve hemostasis, and hemostasis was successfully achieved. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The damage to the patient's health was minor and the patient has recovered and is stable. There were no other devices or equipment used with the reported product.